Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement. There were no adverse patient effects reported. The field representative has been contacted regarding this issue.